Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reported that during the try-in of a screw-retained abutment on the implant, the extra-lobular driver broke at the neck level. There was a delay in placing the crown. Doctor had to wait for a screwdriver borrowed from the prosthetist.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tascd30, (tsv angled screw channel driver 30mm) for evaluation. Visual evaluation was performed; the driver has signs of use. The driver¿s tip is fractured. The fractured piece was not returned. DHR review was completed for the subject lot number 1297959. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1297959 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.